Manufacturer narrative:
Manufacturer investigation conclusion: although the evaluation of the submitted log files confirmed the report of a low flow hazard alarm and 0.0 lpm flow, a specific cause for these events could not be conclusively determined through this evaluation. Further, a specific cause for the report of left ventricle thrombus, atrial fibrillation, ventricular tachycardia, and respiratory infection could not be conclusively determined. A direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient¿s speed was set at 5000 rpm post-implant and pump flow remained above 3.0 lpm. The patient was extubated the first day after surgery and was cooperative with anticoagulation, but he had to be re-intubated the same night due to several episodes of atrial fibrillation and ventricular tachycardia requiring cardioversions. The patient¿s clinical condition degraded due to respiratory infection and hypoxemia, likely due to a right pneumonia. The patient was given antibiotics and a bronchoscopy was performed on friday due to right lung atelectasis. No was started due to the patient¿s pre-existing pulmonary hypertension. The patient was typically hemodynamically stable without significant hazard alarms; however, a 0.0 lpm flow was captured on (B)(6) 2019 by 12:30 am. The other parameters appeared unremarkable, and the patient remained in stable condition. An echo confirmed that blood was flowing through the inflow. It was decided to exchange the controller and the power module, but parameters remained the same as with the backup equipment. Although the cardiologist reiterated that blood was flowing through the inflow cannula and an echo showed evidence the pump was functioning, the patient was given a bolus of heparin and anticoagulation was increased. The account contacted the mcs hotline, and the team was willing to wait for a few hours to see how the patient progressed. By 8 am, the pump flow appeared to increase in 0.1 lpm increments. The pump flow was approximately 2.0 lpm by 1 pm, and it increased to 4.9 lpm by 5 pm with the aortic valve opening intermittently. The patient remained ongoing following this event; however, it was later reported that the patient had a thrombus visualized in the left ventricle close to the inflow cannula. Further, the patient experienced another low flow hazard alarm on (B)(6) 2019 around 4:30 pm, and the monitor showed a flow of 0.0 lpm. The submitted controller periodic log file captured a period of low calculated flow values as low as 0.0 lpm from (B)(6) 2019 05:00:45 pm through (B)(6) 2019 10:00:39 am. Low flow hazard alarms were captured at this time, associated with the flow being captured below the low flow threshold of 2.5 lpm. The patient was still in the ICU with no invasive monitorization but remained stable, conscious, and calm during the situation. Although an echo did not show evidence of thrombus in the left ventricle at the time of the hazard alarm, the team increased the dose of heparin again. The flow gently started to appear on the screen starting around 7 pm, and flow was at normal values around 11 am the next day. The submitted controller event log file revealed that the low flow hazard alarm resolved at 10:20:29 am on (B)(6) 2019 when the calculated flow increased to 2.7 lpm, and calculated flow ranged between 3.5 and 4.1 lpm throughout the remainder of the data with no further low flow hazard alarms. Despite the low calculated flow, the pump appeared to have functioned as intended at the set speed throughout the duration of the log files. The patient remained cooperative and stable during this period with no evidence of low cardiac output. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists pump thrombosis, cardiac arrhythmia, and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Anticoagulation therapy was attempted initially, a thrombus was later visualized on echocardiography (echo). Anticoagulation was increased. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was extubated on the first day after the surgery, was cooperative and started anticoagulation. The patient had to be re-intubated on that same night due to several episodes of atrial fibrillation (af) and multiple episodes of ventricular tachycardia (vt). Per the account, the patient needed several cardioversions. The patient's clinical condition degraded with a respiratory infection, and hypoxemia (probably due to a right pneumonia). Nitric oxide was started due to pulmonary hypertension. The account also noted that the patient was almost always hemodynamically stable without significant hazard alarms. It was later reported that the system monitor was showing a flow of 0 (all other parameters were okay). An echo was performed and revealed that blood was being sucked into the inflow cannula. Per the account, every time that they changed the rpms, the echo showed evidence that the pump was performing an effect on the heart (emptying or keeping the left ventricle more filled in accordance to the changes in the rpm) even if they could not see the flow on the screen. The invasive blood pressure was also an indicator of this ¿ the aortic valve opened at all cardiac cycles, but it was clear that with higher rpms the arterial blood curve was flatter. The primary system controller and power module were exchanged, the system monitor was rebooted but there was no change in parameters. The account decided to give the patient a bolus of heparin and increase the dose of anticoagulation. A low flow alarm was noted on (B)(6) 2019. No further information was provided.